Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer stated that there was a bent cannula due to high blood glucose readings. The customer was offered to troubleshoot for the high blood glucose readings. The customer declined to troubleshoot for high blood glucose readings.